Event description:
Additional review determined that the patient had noticed the device was off while driving, but knew it had come back on because he could feel the ¿voltage leaving.¿

Event description:
It was reported that the patient felt like he was not ¿getting enough voltage¿ so he checked the ins and it was off. It was stated that the patient ¿did not feel right.¿ it was also added that the patient¿s device shut off ¿once or twice.¿ the last time was reported as 6 months ago (around (B)(6)) the implantable neurostimulator (ins) ¿turned itself off.¿ it was confirmed that the patient checked the ins at that time and it was off. The patient denied the possibility of accidentally turning off the ins.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type implantable neurostimulator product ID neu_unknown_lead, serial# unknown, (B)(4).

Manufacturer narrative:
(B)(4).